Event description:
After having the essure procedure in (B)(6) 2009, I began having excessively heavy menstrual bleeding. In a 30 minute time, bleeding would fill an ultra tampon and overnight pad. Bleeding would last 7-8 days with the heavy bleeding lasting 5-6 of those days. I also experienced pain during ovulation. This led to severe anemia. After progesterone treatments and iud failed to correct the problem, I underwent a full hysterectomy in (B)(6) 2015.